Event description:
A customer reported obtaining unexpected negative reactions with a cord blood sample when tested on echo instrument (B)(4).

Manufacturer narrative:
An immucor field service engineer performed the unexpected reaction checklist on the instrument. The main probe was found to contain a clot. The probe was cleaned. Qc and weak d qc testing were performed and both tests passed. The instrument was tested and performed according to specifications.